Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of intra-abdominal haemorrhage ("non-menstrual abdominal bleeding") in a female patient who received essure for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient started essure. On an unknown date, the patient experienced intra-abdominal haemorrhage (seriousness criteria medically significant and clinically significant/intervention required), abdominal pain upper ("upper abdominal pain") and abdominal pain lower ("lower abdominal pain"). At the time of the report, the intra-abdominal haemorrhage, abdominal pain upper and abdominal pain lower outcome was unknown. The reporter considered intra-abdominal haemorrhage, abdominal pain upper and abdominal pain lower to be related to essure. The reporter commented: the events started shortly after the implantation procedure. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and she presented non-menstrual abdominal bleeding (seen as intra-abdominal haemorrhage), serious event due to medical importance and unanticipated in essure's reference safety information. In this present case, after the procedure consumer presented this abdominal bleeding. Although, minimal amount of information was provided, given essure's pelvic localization and in the absence of plausible alternative explanation causality with essure cannot be excluded. This case was regarded as incident since serious injury was reported. The product technical analysis has been sought further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of intra-abdominal haemorrhage ("non-menstrual abdominal bleeding") in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included body mass index normal, multigravida, multiparous, urinary tract infection (acute uti (urinary tract infection)), anemia, hyperlipidemia, spontaneous abortion, sexually transmitted disease, chest pain, hypercholesterolemia, cannabis abuse, alcohol abuse, carpal tunnel syndrome and depression. Family history included ischemic heart disease, disorder circulatory system and drug hypersensitivity. Concomitant products included naproxen sodium (aleve) since 2012 and pheniramine maleate (avil) since 2012. In (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced menorrhagia ("abnormal bleeding menorrhagia"), vaginal haemorrhage ("abnormal bleeding vaginal"), photosensitivity reaction ("sensitivity to sun"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), tooth disorder ("dental problem"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), abdominal distension ("bloating"), alopecia ("hair loss") and weight increased ("weight gain"). In 2014, the patient experienced nausea ("nausea"), anxiety ("anxiety"), mental impairment ("mental fog") and vaginal discharge ("vaginal discharge"). In 2015, the patient experienced back pain ("pain back"), vision blurred ("blurry vision") and dyspnoea ("shortness of breath"). On an unknown date, the patient experienced intra-abdominal haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain upper ("upper abdominal pain/stomach pain"), abdominal pain lower ("lower abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), urinary tract infection ("urinary tract infections"), pain in extremity ("leg pain"), hyperhidrosis ("hot sweats"), migraine ("migraines"), headache ("headaches"), pelvic pain ("pain") and chest pain ("chest pain"). Essure treatment was not changed. At the time of the report, the intra-abdominal haemorrhage, abdominal pain upper, abdominal pain lower, menorrhagia, vaginal haemorrhage, photosensitivity reaction, female sexual dysfunction, dyspareunia, tooth disorder, dysmenorrhoea, urinary tract infection, fatigue, abdominal distension, alopecia, back pain, nausea, anxiety, mental impairment, vaginal discharge, vision blurred, weight increased, dyspnoea, pain in extremity, hyperhidrosis, migraine, headache, pelvic pain and chest pain outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, abdominal pain upper, alopecia, anxiety, back pain, chest pain, dysmenorrhoea, dyspareunia, dyspnoea, fatigue, female sexual dysfunction, headache, hyperhidrosis, intra-abdominal haemorrhage, menorrhagia, mental impairment, migraine, nausea, pain in extremity, pelvic pain, photosensitivity reaction, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: the events started shortly after the implantation procedure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21 kg/sqm. On (B)(6) 2017 : EKG: shows sinus rhythm with nonspecific t-wave changes. Exercise electrocardiogram impression: negative exercise electrocardiogram for ischemia. Good functional capacity completing 11.9 mets. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no med dra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 28-feb-2018: plaintiff fact sheet was received events added from pfs- abnormal bleeding vaginal, abnormal bleeding menorrhagia, sensitivity to sun, apareunia (inability to have sexual intercourse), dyspareunia (painful sexual intercourse), dental problem, dysmenorrhea (cramping), urinary tract infections, fatigue, bloating, stomach pains, hair loss, pain back, nausea, anxiety, mental fog, vaginal discharge, blurry vision, weight gain, shortness of breath, chest pain, hot sweats, migraines, headaches, pain and reporter information, historical condition, added from pfs. On 1-mar-2018: follow up two and three processed together : medical records received : reporter, product and patient information updated. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no med dra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 17-mar-2017: quality safety evaluation of ptc. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and she presented non-menstrual abdominal bleeding (seen as intra-abdominal haemorrhage), serious event due to medical importance and unanticipated in essure's reference safety information. In this present case, after the procedure consumer presented this abdominal bleeding. Although, minimal amount of information was provided, given essure's pelvic localization and in the absence of plausible alternative explanation causality with essure cannot be excluded. This case was regarded as incident since serious injury was reported. The product quality analysis concluded that as a defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through the litigation process.